Event description:
The customer reported that they had questionable results for an unknown number of patient samples tested for magnesium, ion selective electrode (ise) sodium, ise potassium, and ise chloride. The customer stated that the questionable results for all of these samples were released outside of the laboratory. The customer also noted that the ise quality control was not within range, yet patient results were still released outside of the laboratory. The customer only provided one example of an erroneous result for a patient sample tested for magnesium. No additional information was provided. The sample initially resulted as 1.1 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted with a "normal" result. The customer declined to provide the actual repeat value. The repeat result was believed to be correct. The customer stated that she did not receive any calls related to patients being adversely affected. No additional information was provided as to whether or not any patients were adversely affected. No adverse events were alleged. The customer declined to provide the lot number and expiration date for the magnesium assay. The field service representative determined that there was a pneumatic failure of the vacuum tubing. The serum buildup inside the vacuum tubing was causing a lower vacuum at the rinse mechanism. He removed and cleaned the vacuum tubing for the first chamber in the vacuum tank. He ran an ise check ten times and this passed. He ran a precision study for the ise assays (sodium, potassium, chloride) and magnesium; these passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.